Manufacturer narrative:
(B)(4). Product was returned and analyzed. This lead was returned to boston scientific's post market quality assurance laboratory intact (not severed) with the helix mechanism in a retracted position. Dried blood was noted in the helix housing and tip region, this prevented helix mechanism testing. The lead passed electrical and style insertion testing. Laboratory analysis was unable to confirm the reported allegation of non-specific product performance allegation, based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor fractures. The surgery code was not confirmed, analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted and replaced due to a product performance issue. This lead was returned for analysis. No additional adverse patient effects were reported.